Manufacturer narrative:
Upon inspection of the lift by a hillrom service technician, it was discovered that the two bolts that screw the lift mast to the base of the lift had been positioned in the wrong location, not securing the mast. The technician re-positioned the bolts in the correct location and the lift is now functioning as designed. The golvo mobile lift in intended to be used for transferring patients between devices (e.g., within the room); between bed/wheelchair, to/from the toilet, in bath and shower, floor lifting, horizontal lifting, and weighing patient. The golvo instructions for periodic inspection (3en371001, revision 4) states the following: "verify that both locking screws are tight in the base in the upper holes on the mast. Note: do not place any screws in the lower holes!" Although the reported event did not result in a patient/caregiver injury, this type of malfunction could contribute to a serious injury or death if it were to recur. Therefore, hillrom considers this event reportable.

Event description:
The customer reported the lift¿s main body detached from the middle beam. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as complaint # (B)(4).